Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. Unable to verify black screen due to blank display. The insulin pump has severely scratched display window, cracked reservoir tube lip.

Event description:
It was reported the insulin pump suddenly turns off and has a blank screen when turning on again. Customer took the battery out for an hour. Customer's blood glucose was not provided. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.